Manufacturer narrative:
Terumo did not receive the actual device; therefore, no physical eval was performed. There have been reports of kinked tubing in other packs due to layering issues. Layering has been revised to avoid future kinking in packs, and no further issues were found. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed in file in quality mgmt for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, tubing is kinked. The customer has reported that this is an ongoing problem. The event did not cause delay in surgical procedure.